Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "bedside portable for liver biopsy on (B)(6) 2024 with dr. (B)(6). 2 passes were taken with biopince biopsy 16ga x 10cm needle: the passes failed at 0921 & 0922. Unfortunately, the doctor had to use another biopsy device to complete the procedure, which entailed 2 more passes. The patient was in extreme pain post procedure." Immediate actions taken: the doctor replaced the failing with a device with another device. Informed supervisor of the department of what transpired. Additionally, the patient was hypotensive, patient had an angio/cta performed by the on call team.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Eighteen samples were returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincers were flattened, inhibiting them from properly obtaining a sample. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. Optimization actions are be performed to produce better quality devices and mitigate this issue. Argon will continue to monitor for recurrence.